Event description:
It was reported that during a clinic visit, the health care professional (hcp) experienced difficulties interrogating this pacemaker system. Troubleshooting efforts were attempted but were unsuccessful. Subsequently, it was later confirmed that a successful interrogation of the pacemaker was achieved. The pacemaker was found to be operating in safety mode. A replacement procedure was performed, where the pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.